Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separation may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during a laparoscopic total hysterectomy procedure, the blade (probe) broke off of the device and fell inside the patient's cavity. The fragmented piece was successfully retrieved with an unknown instrument. The intended procedure was effectively completed with another similar device. There was no report of patient injury. It was reported that the patient tolerated the procedure and was discharged to home without any complication. No additional information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event and was provided limited information.